Manufacturer narrative:
Note: section e reporting party details were not provided. The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed an electrode lifted with no internal components exposed and that same spline was slightly bent; this could be related to the damaged observed in the electrode. An electrical test was performed, and an open circuit was found on the tip area. The damage observed could be related to the reported event. A manufacturing record evaluation was performed for the finished device number 31051968l, and no internal actions related to the reported complaint condition were identified. The electrical and bent spline issue reported by the customer was confirmed. It could be related to the lifted electrode found. It should be noted that product failure is multifactorial. The instructions for use contain (IFU) the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and post procedure the bwi product analysis lab identified an electrode lifted with no internal components exposed and that same spline was slightly bent. An open circuit was found on the tip area. The damage observed could be related to the issues reported during the procedure. Mid-procedure, the medical team identified broken splines. There were very bad signals or no signals at all. The cable was changed but the issues persisted. The catheter was replaced and the procedure continued. The procedure was completed with no patient consequences.